Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing in relation to the customer reported inaccurate infusion. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alleged to have inaccurate infusions. The failure occurred at or before first clinical use in the biomed service department. There was no patient involvement. No additional information is available.